Event description:
Reportedly, the instrument was fired across the portal vein with a sulu. Next, a second sulu was fired around the back of the liver to divide the main structures, when it clamped around the structure and would not release. Therefore, the surgeon had to mobilize the structure above and below the clamped sulu to transect it and free the instrument to complete the case. Pt status: no pt injury reported.